Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attached article, titled ¿predictors of short- and long-term outcomes of patients undergoing transcatheter mitral valve edge-to-edge repair.¿

Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The devices were not returned for analysis. A review of the lot history records could not be performed as the part and lot information regarding the complaint devices were not provided. The reported patient effects tissue damage, kidney failure, myocardial infarction, pulmonary embolism, stroke, pericardial effusion are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. A definitive cause for the reported patient effects of tissue damage, kidney failure, myocardial infarction, pulmonary embolism, stroke, pericardial effusion could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Article, titled ¿predictors of short- and long-term outcomes of patients undergoing transcatheter mitral valve edge-to-edge repair.¿ the patient deaths and device issues mentioned are filed under different MFR numbers.

Event description:
This is filed to report serious injury. It was reported through a research article identifying the mitraclip device that may be related to the following: patient deaths, tissue damage, kidney failure, myocardial infarction, pulmonary embolism, stroke, pericardial effusion, mitral valve surgery, and prolonged hospitalization. Device issues include single leaflet device attachment/slda. Details are listed in the article, titled ¿predictors of short- and long-term outcomes of patients undergoing transcatheter mitral valve edge-to-edge repair.¿